Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had a weird sensation in their foot as a result of not having a programmer. The patient also reported having a revision surgery to have the implant moved from their back to their abdomen. The patient was uncomfortable and mentioned scar tissue. The patient indicated having so much discomfort that they had reached out to have their implant shut off. On a second call the patient repeated previous details about the placement of their ins and the affects. The patient stated the leads were very exposed and it ¿does tweak out because of the place¿ and they got electronic shocks. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: hcp reports the patient weight at the time of the event was (B)(6) pounds. When asked to clarify the report of the exposed lead and it "tweaking out" hcp stated the lead was not exposed, just palpable due to scant soft tissue. Patient said anytime she leaned against the device before the revision she would feel increased stimulation. There was no issue determined with interrogation or visual inspection. If patient had recent issues the hcp was not notified. The action take to resolve the shocking was the ipg was placed in an anterior abdominal position and the issue resolved. Additional information was received from the patient on 2019-nov-25 in response to an inquiry for more details regarding the event: patient reports their weight was (B)(6) pounds at the time of the event. When asked to clarify the report of the exposed lead and it "tweaking out" the patient stated if they wear a belt or lean in a certain direction they get little shocking sensation through the leg and foot. Patient was unsure of the cause of the shocking and their shocking has not resolved. Patient turns the program down when this happens, no further action taken. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient just had their final check with their healthcare provider (hcp) and the only issue was that the patient "does not have enough meat" to cover the device so the lead and device are just literally right under the patient's skin. Additionally, the caller indicated that the patient was experiencing "extra stimulation" when they sit down and when the patient leans on it. Sitting was reported to bother the patient the most. The caller reported that the device was working great and the patient didn't notice the issues until the swelling went down. The patient was initially set to 1.1 and as the swelling went down the patient had been turning stimulation down. The patient was advised to follow-up with their healthcare provider (hcp) to resolve their symptoms. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.